Manufacturer narrative:
(B)(4)if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of their stimulation shutting off was determined to be due to the recharger not working. It was reported that the patient was able to recharge their ins completely and turn their stimulation back on, resolving their issues. It was reported that the patient weight (B)(6) pounds at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charged their ins yesterday (B)(6) 2017 and their stimulation shut off. The patient stated that when they tried to turn their stimulation on today, they were seeing that the ins battery was depleted. It was reported that the patient was connected to their recharger and it was showing full coupling boxes. They stated that the ins was charging the first quarter of the ins battery. Patient services told the patient to try to turn stimulation back on when they charged the first quarter of the ins battery was charged. It was recommended that the patient charger their ins completely. No further complications were reported/anticipated.